Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
The position of the cam when valve was received was at setting 1 this was controlled with the tms and visually. The valve was visually inspected, a needle holes were noted in the needle chamber, no defects were noted. The valve was irrigated with purified water; no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested. Only leaked from needles hole in needle chamber. The valve was tested for programming. The valve passed the test. The cam position was controlled at each setting, failed. The valve was then pressure tested, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the cam mechanism and the spring. Review of the history device records was not possible as the lot number was unknown. The root cause of the problem reported by the customer is due to biological debris found on the cam mechanism and spring. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
E-mail received from the sales rep. Informed that: "valve would not reprogram. It was stuck at setting 1. Valve was removed and replaced with a different type of valve".